Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date.

Event description:
A technician reported a patient experienced ectasia in left eye three years post lasik surgery. The patient reported decreased vision which has gradually worsened in the past eight months. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Logfiles review shows that all treatments were completed to 100 percent and all laser system functions were within specifications at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively.